Event description:
See initial report.

Manufacturer narrative:
Complaints database analysis revealed no similar event since unit installation in 2017 and no adverse and concerning trends about the reported failure mode have been triggered by periodical complaints statistical analysis. Based on the above facts, the root cause of the event was defective batteries. Failure batteries can be related to multiple and not deterministic factors such as exposure to heat, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. H11: livanova deutschland manufactures the scpc. The incident occurred in belgium. A livanova field service representative was dispatched to the facility to investigate the device. In order to solve the issue, the batteries have been replaced. Test of the new battery confirmed the battery are correctly functioning. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, the battery of the scpc was no longer on; then twenty (20) minutes without power connection. There was no patient involvement.